Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Clinical review: there is a temporal relationship between pd therapy on the liberty select cycler with cycler set and the patient event of peritonitis with subsequent hospitalization. However, there is no documentation in the complaint file to show a causal relationship between the liberty select cycler and cycler set and the patient adverse event. Additionally, there is no allegation of a device malfunction or leak with the cycler set reported for this event. The cause of the peritonitis was not determined. It is unknown if the patient¿s caregiver had a breach in aseptic technique. The liberty select cycler can be excluded as the cause of the peritonitis. However, with no growth resulting from the pd effluent cultures and no determination if there was a breach in aseptic technique, it cannot be concluded if the liberty cycler set caused or contributed to the peritonitis event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a patient on peritoneal dialysis (pd) for renal replacement therapy was hospitalized with peritonitis. The patient went to the hospital with complaints of abdominal pain. The patient reported feeling the pain upon discharge five days prior. The patient assumed that the pain was related to constipation and did not report it to their clinic. The patient¿s pd effluent culture resulted in no growth but white blood cell count was elevated at 122 (unknown units). The patient was initiated on antibiotic therapy with ciprofloxacin (route, dose, frequency and duration unknown). Additional hospital course is unknown and the patient was discharged nine days later on oral ciprofloxacin 250 mg, 2 times a day for seven days. The cause of the peritonitis has not been determined. The patient¿s spouse is the caregiver and sets up all pd treatments. It is unknown if there was a breach in aseptic technique. The patient stated they were unaware that the hospitalization was for peritonitis although the attending physician reported having multiple discussions with the patient regarding peritonitis. The patient assumed they were hospitalized for constipation. There is no documentation for treatment of constipation. There was no report of any issues with the liberty select cycler or cycler set documented for this peritonitis event.